Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump alarmed no delivery. Customer reported an emergency room visit. The current blood glucose reading is 600 mg/dl. Customer stated that the hospital visit occurred one week ago. Customer experienced high blood glucose due to urinary tract infection. Customer was given antibiotics and insulin. Nothing further reported.